Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient went in to the hospital and had someone come and turn their device off for them so they could have done what was needed. Patient was uncertain if the reason for the hospital stay was related. Patient had vertigo and was on medications for this. Patient had not been able to get their brain together since the hospital stay. Patient had their device turned off, they had been urinating all over herself. Patient was lost and needed assistance with turning it back on again. Patient also had itching on her left buttock which started off a minor but got more pronounced. There was no lumping, bumping or redness and it was about 3 inches away from the ins. Patient stated hcp looked at it and thought it could be intercysts. It was like tracings coming out of it in different directions that were almost impulses. Patient stated the itching was not always there but a fair amount of time. Patient stated if they pushes down on her seat, impulses come out from every direction. Patient states if she turns stim off, the issue is gone. Patient also reported that they didn't think the therapy was helping her at the beginning. Patient met with the doctor and representative 2 years later and they turned their stim back on and reset everything. Patient never really received any education on this. It was reviewed that patient should contact doctor if problem does not resolve. Patient was going back to doctor on (B)(6) 2017. Patient reported on the call that their patient programmer was dead. Patient switched batteries on the call and issue was resolved. Patient was able to successfully turn stim back on again while on the call. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on july 31st reported they had bumps near the stimulator. The patient stated she started having itching kind of near the stimulator, but not right on the stimulator and the healthcare professional (hcp) thought maybe they had a cyst and he looked at it and stated it was nothing. The patient stated it for stopped for a while, but it came and went, especially if they were sitting down for a real long time. The patient noted then they would get itching again and almost turn into pain, but not enough to take something for the pain. The patient added right before it stopped it almost like a burning. The patient noted that if she pushed on it a lot it seemed like there was lumps and bumps that didn¿t used to be there. The patient stated it was kind of like a hard-solid bump, and they didn¿t know if it was there from the beginning, but they had first noticed it in the week prior to the call so it moved around. The patient noted she did not get as much satisfaction as she wanted. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.